Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was working intermittently during the procedure. This occurred in the middle after harvesting a couple of branches. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws were somewhat burnt. There was some evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "intermittent continuity" could not be confirmed. Internal file number - (B)(4).